Event description:
It was reported that when using the bd pyxis medstation system, the full-height cubie drawer 5 failed and required maintenance while nurses were retrieving some medication for a patient. The customer stated that the issue started from a loose medication located in cubie pocket c3. The customer stated that the pharmacy was able to supply the required medication, but this resulted in some delay in dispensing medication to the patient; the specific medication affected was acetaminophen 325mg tablet (medid: 1904). Due to the inaccessibility of the drawer, a workaround was implemented to obtain the medications from an alternative station or directly from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer 5 failed and required maintenance at the station. A field service engineer worked with the pharmacist at a workstation. Then, the engineer accessed the station through remote support services and attempted to extract the pocket to inspect for any debris. Both rows b and c were not visible in the hta. The customer was instructed to power down and disconnect the station. Upon restarting, we successfully logged back in and removed the cubies to search for debris. Pill packages were discovered beneath the pockets. After cleaning and reinserting the pockets, we performed another reboot, which revealed that pocket b3 was the source of the problem. The user was then able to remove the pocket using the recovery store space. The system functioned as intended after the field service engineer repaired the device.